Manufacturer narrative:
Findings: pump powered up properly and no blank display or spi to motor pic communication error alarms noted. Pump received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected motor/drive anomaly noted during testing. Pump was monitored for three (3) days and no unexpected blank display, off no power alarms, or alarms occurred during testing. No damage was found on the lcd solation tape during visual inspection and the motor was tested outside of the device and passed. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call indicating that the insulin pump alarm spi to motor pic communication error. Customer's blood glucose at time of incident was unknown. After the troubleshooting was done, customer was advised that pump will be replaced due to 2 or more spi to motor pic communication error alarms in 2 days. Customer stated that pump looks like it was stuck. Customer's mother declined to troubleshoot for blank display, no power off and drive anomaly.